Manufacturer narrative:
.

Event description:
Additional information: further follow-up with the injecting healthcare professional noted that all symptoms have since resolved.

Event description:
Patient reported that immediately after injection with "about 1 cc" of juvederm ultra xc in the lips, they experienced blanching and bruising at the injection site. The injecting healthcare professional treated the patient with "steroids and antibiotics" at this time, and the patient began taking benadryl. "Within a day" of injection, patient also developed numbness in the lips up to the left side of the nose and moderate to severe pain. Patient later developed redness, increased bruising and "little white bumps/sores." Patient was seen by a plastic surgeon who concluded that the patient was "injected into the artery, and there was a resulting occlusion." Patient was treated with viagra, nitropaste, and aspirin. Patient stated that all symptoms have resolved except for some remaining redness of the upper lip. Follow-up with the treating healthcare professional provided clarification of the event, stating that patient's symptoms occurred immediately after injection during an "allergan training session." Patient was treated with massage at the time of injection. Three days later, patient was treated with "steroid and antibiotics," by an unspecified physician who had attended the training session. Patient was also treated with aspirin, sildenafil and nitropaste by the treating healthcare professional on this date. Healthcare professional reported that bruising, skin discoloration and the vascular occlusion have since resolved.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, bruising, numbness, pain, redness, white bumps/sores, and occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.